Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon on-site inspection, fse reloaded the software to temporarily resolve the issue. Later, fse replaced the host pc in another work order. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.